Manufacturer narrative:
The device was returned  with the distal end stretched and damaged.    The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During an interventional procedure, the physician could not exchange an outback elite 20cm re-entry chronic total occlusion (cto) catheter and the wire was stuck on the retracted needle. He eventually pulled the whole system out and it appears that the distal tip of the catheter separated from the main body. There was no reported patient injury. Access was from the right common femoral artery and the device was used in conjunction with a 6f 45cm terumo destination sheath and abbott grand slam 300cm wire. When attempting to re-enter, the customer treated the contralateral side and re-entered the left superficial femoral artery (sfa) with the outback. The wire was advanced and was back in the lumen of the sfa. Once the physician attempted to remove the outback, it could not be exchanged. There were no anomalies noted when it was removed from the package or during prep. The tip separated in the patient but remained attached to the outback. It looks like the braiding of the catheter is keeping it connected. The reason for the intervention was an sfa cto (superficial femoral artery chronic total occlusion). The catheter was prepped in the straight configuration. The cannula tip was fully retracted before insertion and the handle deployment slide locked in the proximal position. During prep, the cannula/needle actuated smoothly and there was no difficulty retracting the cannula back into the catheter. There was no difficulty advancing the outback over the guidewire. Proper orientation was confirmed under fluoro prior to actuation of the cannula. There was difficulty advancing the outback to the lesion. The subintimal tract was difficult to pass the bulky profile to the cto site. The tip was not stuck in the lesion while torqueing and there was no difficulty/resistance actuating the product. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion, the cannula/needle actuated smoothly. The physician was able to re-enter the vessel with the guidewire. There was abnormal force required when removing the outback and the cannula retracted prior to catheter withdrawal. One non-sterile unit of an outback elite 120cm re-entry was received for analysis coiled inside a plastic bag. Per visual analysis, the cto catheter system was received fractured/separated at 2.5 cm from the distal end. The inner core wire was observed unraveled/stretched. No other anomalies observed. Functional analysis could not be performed due to the outer member separation. The cto catheter system separation was observed under the vision system and the separated sections of the unit presented elongations and frayed edges. These characteristics are clear evidence of an application of a tension force that induced the separation. No other issues were noted. A review of the manufacturing documentation associated with lot 17611327 was performed and it was found that no issues were noted that were considered potentially related to the reported complaint. The event reported by the customer as ¿catheter tip/distal tip- fractured-separated ¿ and the event reported by the customer as ¿cto catheter system- withdrawal difficulty¿ were confirmed due to the separated condition of the received unit. The exact cause of this event could not be conclusively determined during the analysis. However, as per the product analysis, procedural/handling factors might have contributed to those events as shown in the product analysis. The product instructions for use (IFU) instructs the user to always visualize tracking of the tip over the aorto-iliac bifurcation. It further recommends that if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the outback catheter may affect its performance. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the reported events. Neither the product analysis nor the manufacturing records reviews suggest that the events could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, the physician could not exchange an outback elite 20cm re-entry chronic total occlusion (cto) catheter and the wire was stuck on the retracted needle. He eventually pulled the whole system out and it appears that the distal tip of the catheter separated from the main body. The device will be returned for analysis. There was no reported patient injury. Access was from the right common femoral artery and used in conjunction with a 6f 45cm terumo destination sheath and abbott grand slam 300cm wire. When attempting to re-entery, the customer treated the contralateral side and re-entered the left superficial femoral artery (sfa) with the outback. The wire was advanced and was back into lumen of the sfa. Once the physician attempted to remove the outback when it could not be exchanged. There were no anomalies noted when removed from the package or during prep. The tip separated in the patient but remained attached to the outback. It looks like the braiding of the catheter is keeping it connected. The reason for the intervention was an sfa cto (superficial femoral artery chronic total occlusion). The catheter was prepped in the straight configuration. The cannula tip fully retracted before insertion and the handle deployment slide locked in the proximal position. During prep the cannula/needle actuated smoothly and there was no difficulty retracting the cannula back into the catheter. There was no difficulty advancing the outback over the guidewire. Proper orientation was confirmed under fluoro prior to actuation of the cannula. There was difficulty advancing the outback to the lesion. The subintimal tract was difficult to pass the bulky profile to the cto site. The tip was not stuck in the lesion while torquing and there was no difficulty/resistance actuating the product. The ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. Once at the lesion, the cannula/needle actuated smoothly. The physician was able to re-enter the vessel with the guidewire. There was abnormal force required when removing the outback and the cannula retracted prior to catheter withdrawal.